Manufacturer narrative:
Inspection of the failed area under microscope reveals circular fracture lines indicative of a torsional overload. Mechanical testing on the worst case t25 hexalobe driver shaft was performed to ensure the hexalobe design was sufficient to accommodate anticipated loading conditions. The results presented in tr-100375 show that the average applied torque resulting in hexalobe tip breakage is 137.69in-lbs, which is approximately 1.3x greater than the average torque required to break the zodiac driver hex tip part number 62941 (105.63in-lbs reported in tr-100389). In the past five years, there have been no complaints for broken hex tips on zodiac driver part number 62941; therefore, the improved strength of the arsenal drivers over the zodiac drivers should be sufficient under typical loading conditions. The reported failure may be a result of implantation in extremely dense bone or insufficient bone preparation prior to insertion of the implant which led to increased torsional loading on the driver.

Manufacturer narrative:
The arsenal curved probe is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The surgeon was inserting an iliac screw on the right side of the patient. As he was using the arsenal t-handle to finish, on the very last turn the tip of the screwdriver broke and detached from the instrument. The detached section remains positioned within the screw implanted in the patient's iliac.